Event description:
During wallflex sems deployment, the tip of the stent, a plastic cone, displaced from the proximal stent and dislodged over the wire into the patient. Due to blunt front end of the stent and concern due to damage to pharyngeal/esophageal strictures, the stent had to be replaced. This required a prolonged endoscopy and use of two sems.